Manufacturer narrative:
(B)(4). Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, cardiac tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). [Ventricular arrhythmias can also be associated with significant post procedural bleeding from the ta access site.] This patient population is typically elderly, may be non-operative or high risk, have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above. In the absence of valve dysfunction or valve related ischemia, post-procedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. In this case, the cause of the cardiac arrest two days post valve implant cannot be confirmed. However the patient¿s advanced age ((B)(6)) and co-morbidities (ischemic cardiomyopathy, ckd, severe pvd, chronic systolic heart failure) could have contributed to the event. There is no evidence or allegation that the cardiac arrest and subsequent death were related to any of the edwards devices. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
One day post tavr procedure, the patient expired from asystole and cardiac arrest following the procedure. In review of medical records (discharge summary, operative notes), the patient underwent a transapical procedure with a 26mm sapien xt valve and had no intraoperative complications. The patient was extubated and transferred for post management care. However, ¿approximately a few hours post procedure, the patient started to become somewhat acidotic with decreasing bicarbonate with elevated base deficits¿. The patient was fairly coherent and hemodynamically stable. One day post procedure in the morning, suddenly the patient became asystolic and could not be resuscitated with advanced cardiac life support (alcs). Resuscitation efforts were terminated as a viable rhythm and pressure could not be regained. Cause of death was believed to be asystole probably from conduction disturbances following the transcatheter aortic valve therapy.